Event description:
Information notes that one month post implant, the unipolar capture threshold was 5.50 v, 1.0 ms and the bipolar capture threshold was 6.50 v, 1.0 ms. Autocapture was disabled and the output was programmed to 7.5 v, 1.0 ms with a long av delay. A subsequent follow-up gave a bipolar capture threshold of 6.0 v, 1.0 ms. The patient was feeling well and required v. Pacing only 5% of the time. The output was reduced to 4.5 v, 1.0 ms and monitoring was to continue.